Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis. Customer went to emergency room vomiting and dehydrated. She was hospitalized from (B)(6) 2017. Blood glucose value when she was hospitalized was 280mg/dl. Customer was given intravenous fluids and insulin in the hospital. Customer stated she was wearing the pump at the time of hospitalization. Customer declined to troubleshoot for current high blood glucose issues. Insulin pump will be returned for analysis and replacement pump will be sent.